Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured; the full atrial lead was returned and analyzed.

Event description:
It was reported the atrial lead had dislodged. Upon removal of the lead, an insulation breach was noticed. The lead was removed and replaced. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.